Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after implant this device occasionally oversensed noise during threshold tests. The device was reprogrammed which appeared to resolve the issue. All lead measurements were within normal limits. The issue was suspected to be air bubbles behind the sealplugs. No adverse patient effects reported. The device remains in service.